Event description:
A technical nurse reported that the equipment displayed system messages during a vitreoretinal procedure. Following a system exchange, the procedure was able to be completed with no harm to the pt.

Manufacturer narrative:
The company rep examined the system. The company rep replaced the air/fluid controller printed circuit board assembly (pcba) and replaced an o-ring on the pneumatic connector assembly. The system was then tested and met all product specifications. No samples were returned for eval and no add¿l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add¿l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).